Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderate tortuous and calcified superficial femoral artery (sfa). On the 1st inflation, the balloon ruptured at 5 atms. The physician successfully completed the procedure with another of the same device. No patient injuries or complications were reported. Patient condition listed as "good." This product is only outside the united states, but it is similar to an approved united states device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).